Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal herniorraphy, at the moment of removing the suture from the packaging, the needle was detached from the thread. Another suture was used to complete the procedure. There was no patient injury.